Event description:
A malfunction alarm with was reported. There was no adverse impact to the customer's blood glucose level. A pump reset was performed but the malfunction persisted. The customer reverted to an alternate method of insulin therapy.